Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving gabalon (concentration: unknown, dose rate: unknown) via an implantable pump for an unknown indication for use. It was reported that the pump was removed due to infection two days after implantation. The date of the event was unknown. It was noted that the severe classification was not entered but was classified as ¿severe classification 2¿ because the pump was removed. The patient recovered. The relationship of the event to the drug was unrelated. The event was related to the pump. The relationship of the event to the catheter or procedure was unknown. The patient¿s age and weight at the time of the event was unknown.